Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with the yaw pulley broken, a piece had broken off and it was removed from the pulley. The conductor wire connection was also broken. Instrument failed electrical continuity test. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the customer noted that the pk dissecting forceps instrument would not cauterize, the cord was changed prior to replacing the instrument. No patient harm, adverse outcome or injury was reported.